Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018. The customer¿s blood glucose was over 600 mg/dl at the time of the incident. The customer¿s blood glucose was 90 mg/dl. It was reported that the customer was suffering extremely high blood glucose or severe body pains due to high blood glucose. The reservoir will not be returned for analysis.